Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband stated that the customer was hospitalized due to diabetic ketoacidosis. The reported blood glucose reading was 576 mg/dl. Troubleshooting was performed, and it was found that the time on the insulin pump was incorrect. The customer's husband was assisted with setting the insulin pump to correct time. The customer's husband did not have the necessary supplies to perform any testing on the insulin pump. The customer's husband was advised to call back to finish troubleshooting. Nothing further was reported.